Event description:
A surgeon reported glistenings in six patients following intraocular lens (iol) implant surgery. The patients have presented with various vision issues, reporting blurry or cloudy vision. The surgeon reports that "glints" are seen in the lens, not on the surface. The patient was reported to have blurry vision. A yag procedure had been done previously and the patient requested another, but there was "nothing to yag." Additional information has been requested. There are six medical device reports associated with these events. This is for patient number three.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no serial/lot number or sample was provided by the customer. The root cause cannot be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested 02/11/2011 and 03/01/2011 by fax, mail and phone. A completed questionnaire has not been received. (B)(4).